Event description:
It was reported that a peritoneal dialysis (pd) patient had peritonitis at the beginning of this month. The patient was not following proper handwashing techniques and got his site infected. No hospitalization was needed. Upon follow-up, the patient revealed he presented to the outpatient home dialysis clinic on (B)(6) 2024 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count were collected, and the patient was diagnosed with peritonitis. The patient was treated with two intraperitoneal (ip) antibiotics for 14 days without issue and has recovered from the serious adverse events. The patient stated he did not have a pd catheter (not a fresenius product) or exit-site infection, just peritonitis. The patient admitted he had not been washing his hands prior to initiation or termination of treatment, which caused the infection. Per the patient, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient continues to undergo ccpd utilizing the same liberty select cycler without reported issue.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the serious adverse events of peritonitis (characterized by abdominal pain and cloudy peritoneal effluent fluid), which warranted antibiotic therapy. Follow-up with the patient confirmed he contracted peritonitis due to not washing his hands prior to initiation or termination of treatment. Those individuals undergoing pd therapy (manual or cycler-based) are at high risk for infections of the peritoneum. Per the patient, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. Based on the information available, the liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report that a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient had peritonitis at the beginning of this month. The patient was not following proper handwashing techniques and got his site infected. No hospitalization was needed. Upon follow-up, the patient revealed he presented to the outpatient home dialysis clinic on (B)(6) 2024 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count were collected, and the patient was diagnosed with peritonitis. The patient was treated with two intraperitoneal (ip) antibiotics for 14 days without issue and has recovered from the serious adverse events. The patient stated he did not have a pd catheter (not a fresenius product) or exit-site infection, just peritonitis. The patient admitted he had not been washing his hands prior to initiation or termination of treatment, which caused the infection. Per the patient, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient continues to undergo ccpd utilizing the same liberty select cycler without reported issue.